Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was unable to be successfully implanted due to placement difficulty and helix retraction issues. No adverse patient effects.